Manufacturer narrative:
Weight updated to reflect the information received on 2019-apr-16. Event description updated to reflect the information received on 2019-apr-16. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer's representative (rep) and from a healthcare provider (hcp) on 2019-apr-16. The patient reported that they were "all good". Their pump had restarted and they were not having any problems giving themselves a bolus. The rep offered to see the patient in the hospital, but the patient stated that it was not good timing and that they would schedule an appointment to see their hcp. The patient confirmed that they would reach out to the rep if they had any problems. It was unknown what kind of tests if any had been done. The hcp confirmed that the motor stall had been resolved and reported that no actions/interventions had been taken to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and an "other" drug at unknown doses and concentrations via an implantable infusion pump for non-malignant pain. It was reported that there was an 8476 code on the personal therapy manager (ptm). It was reported that the patient did not recently have a MRI but did recently encounter a strong static magnetic or electromagnetic inference source. The patient reported that they were currently in the hospital due to reasons unrelated to the pump and the previous day (B)(6) 2019 the patient had a test on their heart (most likely a diagnostic ultrasound). No symptoms were reported. No further complications were anticipated/reported.